Event description:
It was reported that the left monitor on the 9800 system would not come out of sleep mode. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The monitor settings were adjusted during the service call. The system was tested and found to be working as intended and put back into service.